Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel.

Event description:
The customer reported via phone call that their insulin pump had back light not working and they can not use the insulin pump. The customer¿s blood glucose was 104 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.